Event description:
5 months post implantation of a bx velocity in the (svg) saphenous vein graft to the middle first obtuse marginal artery, the pt was hospitalized for target lesion revascularization. After the procedure, the pt was placed on plavix for 12 months.